Manufacturer narrative:
A supplemental report will be submitted upon completion of the investigation.

Event description:
It was reported that, "a total of ten (10) exeter stems were obtained from stryker orthopaedics bg to be utilized for device testing. Six (6) stems were sent to the testing lab; four (4) stems were retained as 'back-up'. Once testing was completed and the retained devices were not required, the external boxes were opened and the devices inspected. Upon inspection, it was discovered that the hip stem had broken the internal blister. Cracks in the petg were not immediately evident during visual inspection."